Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 15th february 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 7th may 2012 and that it had performed to specification up to the 24th january 2016. The device was disassembled to investigate and corrosion observed on the membrane tail and the usb contact collars. The sun-bleached appearance of the membrane and the peeling and bubbling information stickers on the lower case assembly would indicate that the device had been stored in adverse conditions. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.